Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the xenon lightsource was received in used condition with a broken lens; the lens inside the unit was damaged and the metal top plate under the top trim was bent;. The lens has been replaced and the metal plate has been molded back to its original position to correct this issue. In addition, the unit failed lamp hard start on the 9th attempt; the lamp has been replaced to correct this issue. Root cause analysis: evaluation identified damage to the lens, which would lead to the issue of overheating. The issue of a damaged lens may be the result of rough handling/environmental damage. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) was burning light cords and there appeared to be drop damage to the unit. It is unknown under which circumstance this event was discovered; however, no patient injury, death or surgical delay was reported.